Event description:
It was reported when using the pyxis medstation es system 5c main 2.1 drawer is not detected on communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to main drawer 3.1 not being detected on the bus. Additionally, the pockets were not visible on the map. A field service engineer resolved by resetting row board cable. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.